Event description:
It was reported that the device experienced a power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. The analyst noted that the critical ram parity error occurred in (B)(6) on 2013 (B)(6). The power on reset (por) severity is low as the device should be able to fully recover after the reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 507645 implantable pacing lead implanted: 2005 (B)(6); product ID 509252 implantable pacing lead implanted: 2005 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.